Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm (air in tubing) during dwell five of five. Through troubleshooting with the technical service representative (tsr), it was determined there was a loose connection between the supply bag and supply line. Therapy was completed with new supplies. There was no serious injury or medical intervention reported.